Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-01926. The video processor was returned for service/evaluation. The service technician confirmed the reported "when plugging the camera into the box it is coming up with a black image". The video processor was tested with olympus test scopes and the dr board in the patient board set was found fault. Additionally, the locking lever on receptacle board is loose and will not properly retain video scope connector cable. A review of the repair records indicate the video processor was purchased on february 22, 2016 with no previous repair records. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there was no manufacturing, material or processing related cause for this failure mode. The possible causes of the failure to output image could be attributed to the following: - ap board malfunction; - dp board malfunction; - malfunction rear board; - ap-dp flat cable failure; - converter malfunction. Although the date of delivery of this product is unknown, it has been more than 4 years since manufacturing until failure.therefore, we assume that the parts are defective due to aged deterioration.

Manufacturer narrative:
The referenced video system was not returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined at this time. However, if additional information or if the video system is returned at a later date, this report will be supplemented accordingly.

Event description:
The technical assistance group was informed that during preparation for use in a therapeutic procedure, the video system center inside the endo room was producing a black image when plugging in a 180 series endoscope that requires the use of a videoscope cable. However, the sales representative reported that the facility takes the same endoscope with videoscope cable and then plug it into the operating room's 190 series video system and the image is functional. A camera was plugged into the tower and the image was okay. There was no patient injury reported.